Event description:
It was reported that the patient presented for follow up. Upon interrogation, the pulse generator exhibited phantom programming; the device was working at maximum output. The physician deactivated autocapture. The device remained implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.